Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the vision instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, pre-dilatation was performed and a 3.0 x 23 multilink vision stent was implanted in the right coronary artery for treatment of a thrombotic distal occlusion and ulceration. Angiography revealed good clinical results. On (B)(6) 2011, the patient presented with an acute coronary syndrome without st elevation. Angioplasty was performed for treatment of occlusion and severe in-stent restenosis of the vision stent. Pre-dilatation was performed and a non-abbott stent was deployed successfully. Angiography revealed good results. There was no adverse patient sequela. No additional information was provided.